Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the surgeon used the product as indicated to close the wound after a procedure. The surgeon tied a knot and the suture material broke. The surgeon then opened a new suture pack and the same problem occurred. The surgeon was unable to close the wound with the suture material because the suture material broke so easily. As a plastic surgeon, the aesthetic result is very important to him. The risk of the wound not closing properly would result in wound infection and additional scarring. The suture material should not break as easily as it did, as it may cause premature wound opening in the patient. No injury/damage to the patient. The patient was a female who had undergone breast implant exchange surgery. They do not want to provide further data such as the patient's age or weight.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding another issue (needle detachment) closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 open and used samples for analysis. These samples are contaminated and cannot be checked properly. On the other hand, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received and both samples received are contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.